Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken grip at the tip. A piece approximately 1.86mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of large needle driver instrument was found to be bent. The procedure was completed with no reported injury.